Event description:
Initial complaint info: contralateral limb attachment system was deployed but apparently crossed and would not open. The graft was implanted. Pt is recovering and doing fine. The complaint was reviewed for reportability on 01/14/00. At the time, there was reason to believe that the event was not reportable. During an audit of the cases done during the month of january, the following info was added to the complaint file, and the reportability of the event re-assessed: the surgeon could not pull the jacket guard through the ipsi attachment system. The surgeon decided to perform an add'l dissection in order to cut out the ipsi attachment system from the graft. A 10-mm graft was attached to complete the procedure. A limb obstruction was detected on the ipsi limb, which resolved after the insertion of a 20x12x40 wall stent.